Event description:
On (B)(6) 2010, account manager reported the patient stated the infusion set cannula is hard and causing pain and infection after insertion. On follow up call to patient on (B)(6) 2010, patient reported he stopped using the infusion device because the infusion sets were causing infections and hurting after inserting. Patient stated the infusion sets were not soft like the first one the nurse inserted. Patient reported the cannulas were hard once he inserted them. Patient stated he felt the pain right after inserting the infusion set. Patient reported he removed the first infusion set right after inserting it but the next one he left in for a few days thinking the pain would go away but it did not. Patient stated he only used 2 infusion sets and both of them caused pain and infection. Patient reported the doctor gave him antibiotics for the infections. Offered to assist patient with inserting a new infusion set; patient declined stating he would have to set the infusion device up first. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.